Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. A simulated treatment was performed and completed on the cycler with no issues noted. An internal verification inspection showed no signs of abnormalities. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported feeling pain and discomfort coincident with their peritoneal dialysis therapy (pd). Additional follow-up with the patient¿s peritoneal dialysis nurse (pdrn), revealed that the patient was fluid overloaded. The pdrn stated that the patient was not draining the entire amount and the cycler would go to the next fill. The patient was moved to in center hemodialysis to help remove extra fluid from her body; however, this was a onetime treatment. The pdrn stated that the patient has resumed the pd treatment and is continuing continuous cyclic peritoneal dialysis (ccpd) without further issues.

Manufacturer narrative:
Additional information: clinical investigation: there is a temporal relationship between continuing continuous cyclic peritoneal dialysis (ccpd) therapy with the liberty select cycler and the patient¿s fluid overload event which warranted one-time treatment with hemodialysis. Based on the available information, the patient¿s drain issues during ccpd treatment most likely led to the fluid overload event. However, while the patient did not drain as expected while using the liberty select cycler; there is no indication that the device malfunctioned in any way and led to the patient¿s fluid overload event. Ccpd treatment details did not indicate an overfill event and there were no failures detected during manufacturer investigation of the liberty select cycler. It is not uncommon for patients on pd to experience drain complications and fluid volume overload due to multifactorial potential causes such as malfunctioning pd catheter, peritoneal membrane transport mismatch or inadequate pd prescription.